Event description:
The customer reported that the touch panel at the monitor cart did not display. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep ordered parts for the system then repaired the system. The system operates as intended.